Event description:
The advocate called and stated the customer was using her bayer control solution as eye drops. Customer service spoke with the customer and informed her the control solution should be used to test her system only. No serious injury was alleged. No product will be returned.

Manufacturer narrative:
It's not known which product control solution the customer was using, so it was not possible to obtain product information. It's not possible to determine the manufacture date or 510k number without the meter information.